Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 675 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia , feeling weak, faint and disorientated. Once at the hospital the patient had spent 5 hours in the emergency room and was then admitted to the intensive care unit (ICU). In the ICU the patients pod was removed from the infusion site, (abdomen) and the pods cannula was found to be bent. The patient was treated with an insulin drip and antibiotics. The patient was released from the hospitals ICU after 3 days. It should be noted the patient has chronic kidney disease unrelated to this event.